Manufacturer narrative:
An event of blurred vision, stroke/cva, bradycardia, pneumonia, fever, and respiratory insufficiency was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Reportedly, the final non-coronary cusp implant depth was 3mm. Post procedure, the patient developed a diplopia. The patient had no noted of paresis. Then, it was noted that the patient developed a fever related to a pulmonary infection. The patient was started on antibiotic therapy. Later on, a magnetic resonance imaging (MRI) scan revealed that the patient had suffered a stroke with multiple cerebral microemboli and 2 lacunar infarcts in the right thalamus. Then, it was noted that patient developed an onset of bradycardia with known atrial fibrillation. Based on the information received, the cause of the reported events could not be conclusively determined. It is possible due to patient conditions. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information:(B)(6) - vista registry, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that on 23 march 2024, the patient received a temporary pacemaker for their bradycardia with known atrial fibrillation. It was also noted that the patient developed a fever of 39.0 °c and pneumonia. The patient was started on antibiotic therapy (piperacillin, tazobactam, and meropenem) and placed on non-invasive respiratory continuous positive airway pressure (CPAP) support and oxygen. On (B)(6) 2024, the decision was made to implant a single chamber permanent pacemaker. It was noted that the patient's stroke resulted in mild diplopia.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was implant in a patient. The final non-coronary cusp implant depth was 3mm. Post procedure, but prior to discharge from hospital the patient developed a diplopia. The patient had no noted of paresis. A cardiac computed tomography (cct) scan showed no signs of bleeding or stroke. On (B)(6)2024, it was noted that the patient developed a fever related to a pulmonary infection. The patient was started on antibiotic therapy. On (B)(6) 2024, a magnetic resonance imaging (MRI) scan revealed that the patient had suffered a stroke with multiple cerebral microemboli and 2 lacunar infarcts in the right thalamus. One in the right insular cortex and another in the left lobulus parietalis. No treatment was performed for the stroke. On (B)(6) 2024, it was noted that patient developed an onset of bradycardia with known atrial fibrillation. It's noted that the patient was also transferred to the intensive care unit.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.